Event description:
Technical services received a call on (B)(6) 2012. Caller reported noise on ra when interrogating. Technical services suggested probably external telemetry noise. Caller hadn't seen it before. Eventually got good telemetry but then saw it again before they were finished. Technical services suggested they check wand for issues. No additional information is available at this time. Lead remains in service. Lead was implanted (B)(6) 2007. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).